Event description:
Following inserting of breast implants, rptr complains of arthritis, psoriasis, arthritis symptoms, sink holes in breasts, joint swelling and pain, shortness of breath, muscle fatigue, legs, feet and arms hurt and ache, implant hardening, skin rashes, extreme fatigue, breast tenderness, general aching and stiffness, swollen glands, skin hardening, coldness and pain of extremities, weight loss, incorrect implant size, implant migration under arm, visible implant outlines, breast wrinkling, implant sloshing and rupture, pain and mental suffering, breast scarring, depression, fibromyalgia, feet swelling, and skin loss.